Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 375cc mentor siltex round moderate profile saline breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast and a deflation of her right prosthesis, which were confirmed by a medical professional. As a result, the patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants on (B)(6) 2024. This report is for the left implant. Refer to manufacturing report number 1645337-2024-04218 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. According to the revision carried out on mar/26/2024 for lot number 7305445. Non-conformances were found with number nr-0126314 related to device malfunction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).